Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 590 mg/dl. The customer stated that she had been sent the wrong supplies and ran out of infusion set prematurely. She complained of vomiting and dry mouth and was treated with manual injections. No other significant events leading up to the admission were noted. She was advised that emergency supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.